Event description:
Reporter alleged that she went to the hosp because of the hyperglycemic symptoms she was experiencing, when the advantage system did not have power for two months and she could not test on it. Reporter stated that because she could not test, she did not know that her blood glucose levels were elevated and, so she did not attempt to self-treat. She did allege attempting to test while having the hyperglycemic symptoms before going to the hosp. She reported receiving an IV treatment at the hosp where she stayed for two days. No other actions or treatment were reported. A request was made for the return of the suspect device and replacement product was sent.